Event description:
The customer reported that they were unable to take images with the hand switch or the foot switch. Also the system was not booting properly. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.